Event description:
It was reported that the patient underwent a deep brain stimulation (dbs) explant procedure due to an infection. The infection was located behind the left ear, on the same side as the lead extensions and implantable pulse generator (ipg) . The entire system was removed however, the physician assessed that the infection was not device-related. The patient was placed on antibiotics and was doing well post-operatively. A culture of the infection site was not taken. The explanted devices will not be returned as they were destroyed by the medical facility. No further information was able to be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7085789. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7087504. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 24669210. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 24669136. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 28009699. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 5178307. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7072605.